Manufacturer narrative:
Date of event is estimated. A cannula experiencing damage to its insulation layer was reported to abbott; however, the device was not returned for evaluation. Post-procedural evaluation identified the cracked insulation sheathing and the issue was confirmed via attached photos. A review of documentation supplied with the cannula states that cannulae should not be bent or folded, as this may cause insulation damage. Based on the information received, the cause of the reported incident is consistent with an overstress situation that would have caused accidental damaged to the insulation layer. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported after the radio frequency treatment was completed, an instrument count revealed that the cannula used during the procedure had part of its insulation layer missing on the portion inserted into the patient¿s body. The treatment was completed and patient remained stable.